Event description:
This is filed for a gripper actuation issue. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) with a grade of 4. The grippers did not actuate evenly when preparing the clip delivery system (cds). After removing the torque in the device the gripper was operated with the lock lever lowered. Both grippers stayed fully raised. The clip did not come in contact with the patient and a second cds was used to complete the procedure. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed and without the device to analyze, a cause for the reported gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Na.